Event description:
Affiliate reports that after 6 months of implantation the valve was not adjustable any longer at a setting of 60 mm h2o. The valve was explanted.

Manufacturer narrative:
It has been communicated by the affiliate that the product has been discarded. In addition, a lot number has not been provided, therefore, codman is unable to conduct a proper investigation. If at some point, the device and or the lot information does become available, a follow up report will be filed. Trends will be monitored for this and or similar complaints. At the present time, this complaint is condsidered closed.